Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported having to remove the dental implant after its osseointegration, because the abutment was substituted and the new abutment got stuck into the implant. As it was not possible to remove only the abutment, the implant was also removed.